Event description:
It was reported that four days post-implant the right atrial (ra) lead and the right ventricular (rv) lead both showed increasing thresholds and decreasing impedance measurements and that on the rv lead the impedance decrease was for both pacing and defibrillation (rv). It was further noted that all measurements remain within safety margins. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.